Event description:
Patient's daughter-in-law contacted dexcom technical support on (B)(6) 2014 to report hardware failure on (B)(6) 2014. Dexcom technical support advised patient's daughter-in-law to reset device. Patient's daughter-in-law did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defect was found. A review of the receiver data log on (B)(4) 2014 confirmed a hardware and firmware error code. A CAPA has been initiated for this issue.